Event description:
During a procedure an attempt was made to use one nc sprinter balloon catheter when deflation difficulties were experienced and the device would not deflate at the lesion site. There were no issues noted when removing the device from the hoop/tray. The device wasinspected with no issues. Negative prep was performed with no issues. Temporary vessel occlusion occurred and was subsequently successfully reopened. The issue was resolved and the balloon was removed from the patient. No further patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.